Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, the device exhibited bending section bunched up, bending section glue lifting and forceps passage with a bulge, swollen, and a kink inside the channel. The most probable cause of the complaint is component failure, which refers to expected or random component failure without any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject flex video scope device had a bulging distal tip approximately 15 cm from the side of scope. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.